Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 300 mg/dl at evening. Then customer had dinner and before bed he checked again, and blood glucose was 400 mg/dl. The customer took a correction with the insulin pump and went to bed. The customer¿s blood glucose was 500 mg/dl when woke up in the morning. The customer corrected then had coffee and went to church. The customer got home from church checked blood glucose and meter said high over 600 mg/dl then corrected with shot. The customer reported the insulin pump did not alarm no delivery. The customer declined to troubleshoot for high blood glucose. The product was not returned for analysis